Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to a belgium patient. It was reported the patient's ipg became inoperable after coming in contact with bipolar electrocautery. As a result, the patient may undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model) to address the issue.

Manufacturer narrative:
Corrected data: date of explant listed on follow-up report number 1 was determined to be incorrect upon further review.